Event description:
It was reported that there was double counting or t-wave oversensing (twos) on the right ventricular (rv) lead. The patient had a true ventricular tachycardia (vt)/ventricular fibrillation (vf) episode for which a shock was delivered and successfully converted the arrhythmia. The patient experienced syncope during the episode. Short v-v intervals were also noted. Additional information was received from a clinician that the patient died approximately 12 days following the episode. Review of the patient management database application revealed the patient had a vt episode prior to death. There was no evidence of twos or any device malfunction. A cause of death was requested but not received. No additional information is available.

Manufacturer narrative:
The initial reported event was received on (B)(4) 2014. Of note, the reportable malfunction and/or serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2015. Information was subsequently received on (B)(4) 2014 and revealed the patient was deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4)